Event description:
On (B) (6) 2010, physician's nurse requested add'l training for pt due to changing needles too frequently and stopping the insulin flow in the infusion device. Submitted a request for add'l training. On follow-up call from pt on (B) (6) 2010, pt reported he visited his medical professional for a scheduled visit. Pt stated he has been experiencing insulin leaking intermittently at his infusion sites and feels his body is not absorbing the insulin. Pt reported he would change the infusion site and would smell or feel insulin a day or two later. Pt stated he would change the infusion site location and bolus accordingly to correct his blood glucose. Pt reported his blood glucose has been in the 300's mg/dl. Pt inadvertently disconnected and attempts to call back were unsuccessful. Sending replacement infusion set; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.